Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of "poor air and water supply¿ was confirmed. The device evaluation found nozzle has foreign objects due to insufficient cleaning. Due to clogging of nozzle, water removal ability did not meet the standard value. Additionally, due to wear of the angle wire, the play of up/down knob was out of the standard value. The adhesive on the bending section cover has a chip, crack, and white-clouded area. The adhesive around the light guide lens was peeled. The connecting tube had a dent and scratch. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, they did not confirm if there was no delay in the start of pre-cleaning, the customer flushed the nozzle with water and air, there were no abnormalities in the accessories used for reprocessing. They did not confirm whether they¿ve presoaked the endoscope in detergent solution, they wiped the nozzle with clean lint-free cloths/brushes/sponges, and they flushed the air/water nozzle with detergent solution. There were no other concerns regarding the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported poor air and water supply on the gastrointestinal videoscope. The issue was found during preparation before use inspection for a diagnostic upper gastrointestinal endoscopy. The intended procedure was completed with the same device. There were no reports of delays. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign object came out of nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified. And a definitive root cause of the issue could not be determined, as there was no observed, deformation that might result in the retention of foreign material. And no additional, facility reprocessing information was reported or available. However, the issue was likely, the result of insufficient device cleaning/reprocessing. The event may be detected/prevented, by following the instructions for use sections below: gif-1200n, chapter 3: preparation and inspection. Gif-1200n, chapter 5: reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.